Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition and no patient symptoms were reported.